Event description:
It was reported that the patient came to ep lab due to an increase in threshold. Externalized conductors were observed via fluoroscopy. All electrical measurements were consistent with previous checks. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.